Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the bolus wizard is not giving her the estimated amount. The bolus wizard will not allow the customer to enter data on the screen. It goes back to the home screen after pressing the act button. The insulin pump will return, the customer's blood glucose was 385 mg/dl at the time. Of the event. Customer's blood glucose at the time of call was 472 mg/dl.